Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 400 mg/dl and ketone level was moderate. The infusion set and cartridge were changed. Correction bolus and insulin injections were used to address bg. Contact alleged pump was not delivering insulin. A partial pump system check was performed with tandem technical support; no device issues were identified. Contact declined to complete system check. Reportedly, customer continued to use the pump for insulin therapy until order for another pump was completed.